Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported downstream occlusion failure which was not reproduced during evaluation. The device was found out of specification in relation to false downstream occlusion failure which was verified through a review of the event history log. The downstream force sensor readings were found to be out of specification which may cause or contribute to a false downstream occlusion alarm. The force sensor required re-calibration. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a downstream occlusion failure. There was no known patient injury or medical intervention associated with this event. No additional information is available.